Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2015) is considered to be a best estimate. This emdr represents the bard phasix st mesh (device #2). An additional supplemental emdr was submitted to represent the bard mesh - composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2005 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix kugel (device #1). Per op notes, "a composix kugel (device #1) was placed ad sutured." (B)(6) 2016 - patient was diagnosed with bowel perforation, bacterial infection, recurrent incisional hernia thereby underwent robotic repair with explant of composix kugel (device #1) and implant of phasix st mesh (device #2). Per op notes, "the infected composix kugel (device #1) was removed, and a phasix st mesh (device #2) was placed ad sutured." (B)(6) 2016 - patient was diagnosed with infection, non-healing abdominal wound thereby underwent partial removal of phasix st mesh (device #2). Per op notes, "the phasix st mesh (device #2) was excised partially and removed." (B)(6) 2016 - patient was diagnosed with midline abdominal wound thereby underwent wound debridement. (B)(6) 2016 - patient was diagnosed with abdominal wound thereby underwent wound debridement.